Event description:
The customer reported that the insulin pump was not delivering the correct amounts of insulin. The caller stated that his doctor advised him to replace the device and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.